Event description:
Lap cholecystectomy #2 - "lap chole performed on (B)(6) 2012. Pt was discharged home, 2 days later returned to ER for increased pain. Pt admitted. CT performed = bile leak. Pt was transferred to dr. (B)(6) in (B)(6) for further treatment. The first clip applier that was used in this procedure misfired. It was disposed of and another one used in the procedure."

Manufacturer narrative:
No product is being returned for eval and no lot # has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.